Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Pathology has been received and the markers of cd30(+) and alk(-) have been confirmed. Further reported was "breast cyst fluid fine needle aspiration" and "410cc filled to 430cc." Affected side is right.

Manufacturer narrative:
The reported event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation:¿ breast implant associated anaplastic large cell lymphoma (bia-alcl)" further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time this is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reported breast implant associated anaplastic large cell lymphoma. No pathological markers have been providers. Device was explanted.